Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Therefore, the reported issue is not confirmed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. The customer obtained sensor readings of 4.5 mmol/l (81 mg/dl), 4.1 mmol/l (76 mg/dl), and 3.0 mmol/l (54 mg/dl) as compared to readings of 10.9 mmol/l (196 mg/dl), 9.5 mmol/l (171 mg/dl), and 10.0 mg/dl (180 mg/dl) on an adc meter. The results were plotted in a parkes error calculator and fell into the ¿c¿ zone, showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. The customer obtained sensor readings of 4.5 mmol/l (81 mg/dl), 4.1 mmol/l (76 mg/dl), and 3.0 mmol/l (54 mg/dl) as compared to readings of 10.9 mmol/l (196 mg/dl), 9.5 mmol/l (171 mg/dl), and 10.0 mg/dl (180 mg/dl) on an adc meter. The results were plotted in a parkes error calculator and fell into the ¿c¿ zone, showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.